Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, misaligned insertion, or prying or levering the device during use. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/05/2025, a sales representative reported via phone that the guide component from the ar-3670 fibertak biceps implant system became cold-welded to the drill during use. The issue occurred while drilling into the elbow. No components fractured, and no debris was generated. The surgeon was able to remove both the drill and guide without complication and proceeded to complete the procedure using a replacement ar-3670 fibertak biceps implant system. The event resulted in a delay of approximately two minutes. It is unclear whether additional anesthesia was administered. This was discovered during a triceps repair procedure on (B)(6) 2025, with no reported patient harm.